Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) passed functional testing and no significant anomalies were identified; however the setscrew was backed out too far. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedance measurements. No factors were known to have led or contributed to the issue. The pocket adapter was connected, disconnected, and reconnected and the impedance test was performed numerous times. When reconnecting to the previous device, there was an eri and the impedance was tested again which showed normal impedance so a new ins was used and connected. The issue was resolved at the time of the report. 2021-09-10 e1, e2, image x2 (rep, for): no new information.